Event description:
It was reported the mesher is in need of repair along with the handle. At product evaluation investigation the unit was confirmed to have a handle stuck on the mesher, as the gear was stuck on the bottom roller. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit was confirmed to have a handle stuck on the mesher. The ratchet gear, sliding pin, and bottom roll were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.